Event description:
A malfunction was reported with a code labeled as malfunction 0, but no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer contacted technical support, who provided information and assistance to reset the pump successfully.